Event description:
Pt with large effusion present. X-ray showed marked narrowing of the space between the femoral and tibial components consistent with polyethylene wear. When removed, the polyethylene was noted to be "markedly thin with marked discoloration throughout. The wear appeared symmetric at both medial and lateral condyles and was in the mid portion of the polyethylene".